Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that pmt looks like high rate tracking. Noise appears on rv lead. Lead impedance out of range. Rv lead does not appear to capture. On (B)(6) 2019 device and rv lead explanted and replaced